Event description:
The device was returned to the manufacturer with no information. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal-catheter leakage-hole. The catheter has multiplie small holes (consistent with needle sticks).